Event description:
A report was received that a patient has been having difficulties communicating with his ipg and pain at the pocket site. The physician determined that the patient will need a pocket revision. A date for the pocket revision has not been scheduled.